Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device 109.604 does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. The 510 (k) indicated in field g.5 corresponds to the 510 (k) of other ws implants. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that nearly 6 months after dental implant was installed in intraoral region 3# its non-osseointegration was observed. 30ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).